Event description:
The report received from the affiliate indicated that approximately thirty-seven months after the index procedure, the patient was hospitalized for acute cholangitis. The patient did not complain of chest pain. Eleven days after admission while still in the hospital, the patient developed an acute myocardial infraction (ami). A heparin drip was administered and his condition was monitored. Three days after the ami, coronary angiography was done and thrombus was observed in the previously implanted two cypher stents. Because the patient was stable, the monitoring of the patient and heparin infusion was continued. Nine days later, additional coronary angiography was done and partial thrombus was still observed with some flow-improvement. The very late thrombosis was treated by balloon angioplasty at this time. The patient was hospitalized in stable condition at the time of this report. The physician's comment regarding the probable cause of the event was that the patient's aspirin therapy was discontinued due to endoscopical nasobiliary drainage for the acute cholangitis, and that restenosis occurred inside of the cypher stents.

Manufacturer narrative:
The index procedure was an elective case. The target lesions for the procedure were the proximal and mid right coronary artery (rca). Lesion #1-1: the target lesion was the mid rca. The lesion was reported to be: an in-stent restenosis (isr) of a non-cordis bare metal stent (bms), concentric, 13.36 mm length, 3.0 mm vessel diameter, and type c. The lesion was pre-dilated with a 3.0 x 15 mm balloon at 12 atm for 15 sec. A cypher 3.0 x 28 mm stent (stent #1) was implanted at 18 atm for 25 sec. The stent was not post-dilated. Ivus was done. The residual stenosis was 0%. Lesion #1-2: the target lesion was the proximal rca. The lesion was reported to be: de novo, eccentric, 12.92 mm length, 3.5 mm vessel diameter, and type b2. A cypher 3.5 x 18 mm stent (stent #2) was implanted at 18 atm for 25 sec proximal to the first stent in overlapping fashion via direct stenting. The stent was not post-dilated. Ivus was done. Thee flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. The device remains implanted in the patient and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two products used during the same procedure. Please reference MFR report # 9616099-2008-01439.